Event description:
Reporter indicated that site's dell handheld computer screen became frozen during interrogation. Soft reset, hard reset, removing and reinserting the flashcard were all done to temporarily resolve the problem. A new handheld has been provided to the site and good faith attempts were made to obtain the non working prod back for analysis; however, the site notified the MFR that the prod has been misplaced and therefore an analysis cannot be performed.